Event description:
It was reported the epg (external pulse generator) is not turning on. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit (pc) board was out of specification. It was also noted that the upper and lower cases were broken, the ring cover was contaminated, two side bail covers were broken, the battery release was contaminated, the battery contacts were compressed and the battery drawer was out of specification. A detailed analysis of the main pc board was performed. This analysis found that a transistor component failure was the cause of the short across battery inputs, further confirming the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit (pc) board was out of specification. It was also noted that the upper and lower cases were broken, the ring cover was contaminated, two side bail covers were broken, the battery release was contaminated, the battery contacts were compressed and the battery drawer was out of specification.